Manufacturer narrative:
(B) (4). No product has been returned and device history had not been performed. Results: no product has been returned and device history has not been performed. Conclusion: cause of event cannot be determined. Analysis: medtronic cardiovascular received via a user facility medwatch form that this antegrade cardioplegia cannula separated into two pieces when removed. The pt's status is unk. The product has not been returned. Conclusion: with the available info, the cause of this event cannot be determined. Should additional info be provided this event will be updated and a supplemental medwatch completed.

Event description:
.